Event description:
As reported: "right hip revised due to infection. No other information available due to hospital policy." Rep provided usage sheets from the current and prior (revision of competitor implants) revisions. A biolox head and competitor liner were revised. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 6276-1-023 23mm mod rev hip body/bolt stdcomponent level, 9006-1-023 lot 86040904 6276-7-019 mod con dist stem 19 x 155 mm lot cax088399d it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.